Event description:
It was reported that the patient's right ventricular lead exhibited high defibrillation impedance. No interventions were performed. The patient's condition was unknown.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's right ventricular lead exhibited high defibrillation impedance. No interventions were performed. The patient's condition was unknown.